Event description:
It was reported to philips that the collimator wedge was not moving, affecting imaging on a integris allura 15 & 12 monoplane. The clinical use of the system was in use. There was no reported patient or user harm.

Manufacturer narrative:
Philips service approved collimator replacement and scheduled follow-up work. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4).